Manufacturer narrative:
Concomitant medical products: w1tr03 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to systemic infection. The right ventricular (rv) lead was noted to have exhibited low pacing impedance. The left ventricular (lv) and right atrial (ra) leads were noted to have exhibited high or possibly high pacing thresholds. The distal tip of the lv lead was also noted to have broken. The patient was treated with antibiotics and received a new pacing system a few days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.